Manufacturer narrative:
No scrolling numbers noted. Intermittent up arrow button due to corroded keypad trace. Unit had battery tube threads cracked, broken reservoir tube lip, minor scratched lcd window, cracked case at display window corners and broken belt clip slot.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump alarmed button error. Customer's blood glucose reading was 123 mg/dl. No significant events leading to the button error or keypad issues were observed. Customer declined to troubleshoot for the button error. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.